Event description:
The customer called stating that her meter had been reading high. The check standard results showed the meter was set in mmol/l. The customer was able to set the meter back to mg/dl with assistance. The customer did not allege any adverse events.